Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set was involved in an occlusion alarm during an extended bolus. The patient was able to deliver a regular bolus after the occlusion with no issue. Troubleshooting determined that blockage was likely located at the infusion set site. It was unknown if the infusion set cannula was compromised. The patient's blood glucose was reported to be at 200mg/dl. The patient reported she would change out the infusion set site. No permanent injury was reported.